Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with a 300 cc mentor memorygel breast implant and experienced postoperative right-sided grade iii/IV capsular contracture. The diagnosis was confirmed via a physical examination on (B)(6) 2020. As a result, the patient is scheduled to undergo removal and replacement with a 300 cc mentor memorygel breast implant (catalog #: 3503001bc) on (B)(6) 2020.

Manufacturer narrative:
On 23-dec-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-dec-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the date of explantation and replacement device. Previously, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation was (B)(6) 2020. The replacement device is a 300cc mentor memorygel breast implant (right catalog #: 3503001bc, right serial #: (B)(6)). The relevant fields have been updated manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of problem observed and patient's symptoms. Additional information indicated that the patient started to experience right-sided breast firmness and discomfort in (B)(6) 2019. In addition, the patient's right inferior breast appears to have flatness. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery. The revision surgery was rescheduled from (B)(6) 2020 to (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).